Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 461 mg/dl. It was stated that the customer experienced bent cannulas prior to the event. It was also stated that the customer wears the infusion sets for six days. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Advised to only wear the infusion sets for two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.